Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. During the implantable cardioverter defibrillator check, it was noted that the patient has ventricular fibrillation episodes but the device did not deliver therapy. There was an alert for capacitor charge time out. The past episodes could not be reviewed due to device reset. It was further noted that the device had an early alert for end-of-life. Premature battery depletion was not suspected. The device was explanted and replaced. During the procedure, the right ventricular lead exhibited high capture threshold. No noise was observed on the lead, so the replacement device was connected to the lead and the procedure was completed without any adverse consequences to the patient.